Event description:
The box for this lens was returned without any previous allegation of product problem. Writing on the box stated "defective lens". The reporter stated the surgeon attempted to insert the lens but the lens tore. There was no pt contact or injury.